Manufacturer narrative:
H6 (d-code) - updated.

Manufacturer narrative:
Health impact, event problem and evaluation codes: updated. Two (2) photos and one (1) video were provided by the customer. The media were used to conduct the device analysis since the physical device was not received by the manufacturer and no functional testing could be performed. Photo one shows part of a label for product portex tracheal tube; no part number or lot is visible in the photo. Photo two shows a pilot balloon and a valve submerge under water; air bubbles are observed near the join between the components. The video shows a pilot balloon and a valve submerge under water; air bubbles are observed to be coming out of the join between the components. The reported failure mode is confirmed. The root cause could not be determined from the photos and video provided. A device history record (DHR) review could not be performed as the lot number is unknown. This issue will continue to be monitored and further actions taken accordingly.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Item number, lot number, expiration date and UDI number is unknown, no information has been provided to date. Device manufacture date is unknown, information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the portex size 7 ett pilot balloon valve had failed with a subsequent recurrent leak. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.